Event description:
Information was received based on review of a journal article, titled, "minimally invasive oxford medial unicompartmental knee arthroplasty in young patients", streit, marcus, et al knee surg sports traumatol arthrosc doi: 10-1007/s00167-015-3620-x. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised 23 months following the initial procedure due to pain and instability. All components were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by streit, marcus, et al in knee surg sports traumatol arthrosc doi: 10-1007/s00167-015-3620-x. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-02995 which referenced a journal article written on a study that this patient took part in.